Event description:
Mynxgrip vascular closure device was placed into sheath/body. Tech inflated balloon and it wouldn't stay inflated. Tried multiple time. Mynxgrip vascular closure device came out and a hole was visible. (Balloon was checked prior to inserting).

Event description:
Mynxgrip vascular closure device was placed into sheath/body. Tech inflated balloon and it wouldn't stay inflated. Tried multiple time. Mynxgrip vascular closure device came out and a hole was visible. (Balloon was checked prior to inserting).